Manufacturer narrative:
Patient weight updated in section a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replaced pendant on imaging acquisition system. Pendant firmware updated. System checkout performed. Codes b01, c0, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Clinical service provided surgical info and patient demographics, for following update. During the 2d scout images, contract on the screen was black and white with no visible anatomy present. Rebooted both mobile viewing station and imaging system, first two images were clear in perfect contrast, next images were back to black and white contrast. Two clear scout images allowed for the 3d spin per the request. No issues with imaging system during 3d spin, and images were clear with perfect contrast on mobile viewing station and stealth station. When x-ray tech attempted to move the gantry right, gantry raised. Occurred two more times, and after waiting a short period of time the right button was pressed and gantry moved to the right.

Manufacturer narrative:
Section b5 - interface updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. B17, c20, d15, g02040 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the 2d image contrast was changing on its own. Also reported that when they pressed the lateral movement button on the pendant, the gantry would move up in the y axis. Site had no issues taking 3d spins. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The pendant passed visual inspection and was installed on a test system. The system and pendant powered on and initialized successfully. Both 2d and 3d imaging tests were performed without issue. All pendant keys actuated correctly. No functional problems were found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.